Event description:
It was reported that the patient's right atrial lead exhibited noise. No patient symptoms or intervention was reported.

Event description:
New information received notes that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited noise over-sensing causing inappropriate automated mode switch (ams) episodes. The ra lead was explanted and replaced. The patient was in stable condition.